Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A handpiece was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A handpiece was received for testing on this investigation. A visual assessment of the returned sample did not reveal any nonconformities. The returned sample was connected to a calibrated system. The handpiece was successfully recognized and calibrated, then primed and tuned. The sample then completed a five minute burn-in test with no issues. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to meet specifications. The handpiece was then connected to a calibrated breakout test box, which found the resistance and dissipation within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned handpiece was found to functionally exhibit no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, there was no suction in phacoemulsification mode in the ophthalmic handpiece, and the system message was displayed. The surgery was completed by replacing the handpiece. Patient impact have not been provided. Additional information has been requested, none has been received till date.